Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 56. The needle mechanism was reset and deployed with no issue. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. Although no issues were noted, root causes for the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.2 smartphone hardware: iphone14.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure. The pod was worn less than an hour.